Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a collamer single piece lens, +18.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The reporter indicated the patient is now experiencing halos/glare, with peripheral vision distortion. Upon examination of the implanted lens, the surgeon noted concentric rings on the iol. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4). Based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).